Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an intermittent low blood glucose (bg) level of 30 mg/dl. Cause was not known. Customer stated they passed out a couple times. Customer consumed glucose tablets and juice to address bg. It was also reported that the customer experienced intermittent elevated blood glucose (bg) levels of "high"; although specific value was not provided. The cause was attributed to the customer eating a meal without delivering a bolus. A manual correction injection and bolus via the pump were delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.